Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial (B)(6) . Product type product ID m995402a001 lot# serial (B)(6) . Product type product ID 97745nt lot# serial# unknown implanted: explanted: product type product ID 97755-s lot# serial (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial (B)(6) , ubd: , UDI#: h3: analysis of the 97755-s recharger (rtm) (serial number (B)(6) revealed complaint unverified, no anomalies observe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) reports his controller will not power on. Pt states last night was charging and screen went blank. Patient services (pss) advised to reset equipment and after reset confirmed blinking green light. Pss advised to try and charge and screen goes blank, so the patient cannot charge. Pss advised to check for damage in which pt does not detect. The issue was not resolved. An email was sent to the repair department to replace the recharger telemetry module (rtm). Patient (pt) called back stating they received a new recharger and it did not resolve the issue. The manufacturer representative (rep) suggested it was the controller causing it. Pt explained the controller was charged to 100% and pt would get excellent recharge quality but 3-4 min later the controller went dead. If controller got plugged in the wall there was a solid green light. But if pt plugged in the recharger the screen went blank. Pt tried a reset. On the call patient services (pss) had pt take the battery out. The battery casing was broken. It came apart. Pt could not remove the broken piece from the controller to read the serial number. A replacement battery pack and controller were sent out. No symptoms were reported. Pt returned replacement controller with no other information.